Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, (B)(4); cool flow irrigation pump, model #: m-5491-02, (B)(4); stockert rf generator, model #:m-5463-01, (B)(4); webster quadrapolar with auto ID - deflectable catheter ( product discarded, will not be returned for analysis), model #: d-1079-260-s , lot #.: 14156139; c3 ez steer cs with auto (product discarded, will not be returned for analysis), model #: d-1263-07-s, lot # 15337266m. The customer was contacted by biosense webster field service engineer. The hospital (B)(4) staff advised that the patient injury had nothing to do with any bwi related equipment. The customer declined system service. (B)(4).

Manufacturer narrative:
Additional detailed information was provided to bwi on (B)(6), 2011. Procedure performed was vt from right outflow tract. The medical intervention performed was pericardiocentesis of 200 cc of blood from the pericardium. The patient required an additional night hospitalization for observation and was discharged the next day. Patient had fully recovered, prognosis is excellent. It was possible that it was procedure related. All devices functioned acceptably. (B)(4).

Event description:
It was reported that while performing an idiopathic vt ablation the patient suffered a cardiac tamponade. Pericardiocentesis was performed to draw fluid from the heart. The patient responded well to this and is currently in stable condition. In spite of multiple attempts to inquire further information regarding the patient's updated condition for this case, no clarification was provided.